Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. Customer¿s blood glucose was 117 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.